Event description:
Procedure: lap hernia. According to the reporter: during the procedure a portion of the white seal from the port became detached and fell into the pt. Seal removed using a grasper.

Manufacturer narrative:
(B)(4).